Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located below the knee. After dilating the lesion with a mustang balloon catheter over a 0.035 zipwire, the physician wanted to exchange the guide wire. While unpacking a platinum plus glidex 014/300/sst guide wire it was noticed that the tip was detached. The procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located below the knee. After dilating the lesion with a mustang balloon catheter over a 0.035 zipwire, the physician wanted to exchange the guide wire. While unpacking a platinum plus glidex 014/300/sst guide wire it was noticed that the tip was detached. The procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was received and initial visual inspection before decontamination process, device presents the distal tip damaged and the body kink. Device was received loaded in the hoop. The entire length of the wire was examined and anomalies were observed. Device presents two kinks, one is at 248.5cm from proximal end, and the second one is at 282 cm from the proximal end. Additionally was found the distal tip damaged, with the spring tip elongated and the absence of the ball weld. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).